Event description:
It was reported that the wake button on the pump was not working. As a result, the customer experienced an elevated blood glucose (bg) level that was above 600 mg/dl with ketones that were not identified as dangerous by the healthcare provider. Customer went to the emergency room and was subsequently hospitalized in the intensive care unit. Customer was unable to provide what treatment they received in the hospital but affirmed that their bg issue was resolved with no permanent damage. Customer was released from the hospital on (B)(6) 2026. The customer reverted to an alternate method of insulin therapy.